Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
The pt had a surgery on (B)(6) of 2006 with mrh. Recently it was found that the stem was broken at the connection with the femoral component or loose from the femoral component. The revision surgery is planned on (B)(6) of 2011.